Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a "a suspected biocell textured implant rupture." Device remains implanted. This relates to the left side.

Event description:
Healthcare professional reported a "a suspected biocell textured implant rupture." Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6.

Event description:
Healthcare professional later reported "extracapsular silicone is suspected at the superior edge of the implant," "there is a 1 cm ovoid density along the grandular margin inferolateral breast¿ (not device related) via mammogram and capsular contracture, baker grade ii.